Manufacturer narrative:
H.6. Investigation summary a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 03/24/2020 but based off confirmation of the retention sample, the return sample was not evaluated. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in con firmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated. H3 other text: see section h.10.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The following information was provided by the initial reporter: product stored at room temperature. Cultures of misread gram stains have no growth. Customer performed "wet prep" of just the stain solution and saw the same artifacts resembling gram positive cocci. *customer problem: customer reporting precipitate in staining reagent causing aberrant reporting of gram stains. Bottle gram crystal violet 212525 lot 9296589.  Initiated complaint; corrected patient reports have resulted from the misreading of stains; issue across multiple lots.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The following information was provided by the initial reporter: product stored at room temperature. Cultures of misread gram stains have no growth. Customer performed "wet prep" of just the stain solution and saw the same artifacts resembling gram positive cocci. *customer problem: customer reporting precipitate in staining reagent causing aberrant reporting of gram stains. Bottle gram crystal violet 212525 lot 9296589.  Initiated complaint; corrected patient reports have resulted from the misreading of stains ; issue across multiple lots.